Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: d8; g3; h2; h3; h6 and h11. Corrected fields: e1; h8. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b31 and e218 errors occurred and were caused by a component failure of the cable unit; bending of the r-unit (charge coupled device) connection pins is caused by a component failure of the outer tube. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope exhibited image noise. The issue was found during inspection for use. There were no reports of patient harm.